Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis did not confirm the reported event. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed released energy 2 of 2 attempts. No arcing was observed. The instrument was fully functional. No product issue was identified. Intuitive surgical inc. (Isi) received the 8mm cannula associated with this complaint. The reported issue with the accessory could not be replicated nor confirmed. The cannula was visually inspected and no problems were detected. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair with intraperitoneal onlay mesh (ipom) procedure, the patient was found to be burned at a port site. The surgeon had reportedly used a force bipolar instrument on the patient side cart (psc) arm during the procedure but was unsure of how the burn happened. The surgeon was reportedly not concerned about the burn and the case was completed robotically. It is unknown what medical intervention, if any, was rendered due to the burn injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was unable to reproduce the customer reported issue. The fse tested the system and verified that the system was ready for use. Isi has received the force bipolar instrument and cannula involved with the reported event. However, the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation and/or if additional information is obtained. No relevant errors were observed in the system logs for this procedure. This was the ninth use for the force bipolar instrument, and it was not used in subsequent procedures.